Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017; explanted: (B)(6) 2017; product type: lead. Product ID 977a260, serial# (B)(4), implanted: (B)(6) 2017 explanted: (B)(6) 2017; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider. It was reported that the patient's leads were replaced on (B)(6) 2017 as the patient reported they dropped and were not working properly. The leads were replaced and the system was now functional. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2017, product type: lead.

Event description:
Information was received from a consumer regarding an implantable neurostimulator (ins) for the treatment of non-malignant pain. It was reported that something happened with the patient's leads. They stated that they slipped and crossed each other and were giving them pain so they had to do it again.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. It was reported that the cause of leads dropping and not working properly was really not known but the reporter believed that they were not placed properly, so in 2nd procedure, they were removed. Patient's weight was (B)(6) lbs. At the time of the event. They had the device but it doesn't seem to help so they keep it charged but the patient has not been using it on a daily basis. No further complications were reported/anticipated.